Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the batch code is 4016582, the catheter is broken and missing about 15mm, the pinch clamp is in the clamping state, and there is light blood return in the front section of the extension tubing. 2. It is learned from the follow-up information that the broken port of the catheter is smooth, and the missing part of the catheter has been found at home. It is suspected that the child is not willing to transfusion treatment, deliberately cut with a knife. There are no parts inside the child. 3. DHR/bhr review lot 4016582 . 1 this batch of products were assembled at intima ii auto line 2 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4). 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4. The retained sample of the complained batch is taken for the catheter pull force test (the sample needs to be soaked in warm water at 37 ° c for 72 hours before testing to simulate the human environment), and the test result is within the product specifications. Please see attachment for the test report. 5. Defective sample analysis in photo 1 the total length of the catheter is 19mm, and the missing catheter is about 15mm, indicating that the catheter is broken near the insertion site. If the catheter is damaged early, there will be obvious leakage during the infusion process. 2 the pinch clamp is in the clamping state, and there is light blood return in the front section of the extension tubing, indicating that the catheter broke during the non-infusion period after the tube had been sealed, and the patient may have had vigorous activities before the catheter broke. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Through the analysis of the defective sample in the returned photo and the information returned by the customer, it is confirmed that the catheter break event is not related to the quality of the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter separated after placement patient visited the emergency department of our hospital on (B)(6), 2024 due to acute pharyngitis, and was given a right hand intravenous indwelling needle injection of ceftriaxone sodium and methylprednisolone at about 20 o'clock that night according to the doctor's instructions, after the drug infusion was completed, the patient went home to rest, and the next morning it was found that the indwelling needle was broken and fell off, and the soft needle was broken. Doctors suspect that the soft needle is detached from the body and advises the patient to go home to look for detached indwelling needles on the bed. At the same time, it is recommended that family members pay attention to the patient's condition and seek medical examination in time if they feel unwell.